Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the midpoint of grip. The grip tip was not completely broken and still attached to the grip tip. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint regarding the instrument¿s tip broke off was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument's tip broke off. No fragments fell into the patient. There was no report of patient involvement.